Event description:
A report was received from the clinical study indicating that the patient experienced a type c dissection and side-branch occlusion during a percutaneous coronary intervention. The study indicated the event of dissection as unrelated to the sirolimus-eluting stent and other cordis device(s). The relationship to the index procedure was highly probable. The relationship of the second event of side-branch occlusion was indicated as highly probable to both the cordis sirolimus-eluting stent and index procedure.

Manufacturer narrative:
A report was received that a cypher stent delivery system was associated with a dissection and sidebranch occlusion. The event involved a male patient with an unknown medical history. The reason for his admission to hospital was not reported; but an angiogram revealed a lesion in his proximal lad. The proximal lad lesion was described as de novo, type b2, 90% occluded, 3.5mm in diameter, 16mm in length, smooth, located in a bifurcation, concentric and with little to no calcification or thrombus present. The lesion was pre-dilated prior to the placement of a 3.50 x 18mm cypher stent at a maximum inflation pressure of 12atm. This stent appears to have been placed across the ostium of the diagonal; thereby jailing this vessel. In addition, some time during either pre-dilation or stent placement, a type c dissection occurred. This event was reported to be unrelated to the cypher stent or other cordis products and highly probably related to the index procedure . This appears to have been treated with the post-dilation of the bifurcation with the use of kissing balloon technique. Attempts to obtain further info have been unsuccessful. The product remains implanted in the patient and is thus, not available for evaluation. A DHR review of the involved lot number revealed that the products met requirements for product acceptance. Conclusion: based on the limited info provided, it is not possible to draw a conclusion about a relationship between the device and the events. However, there are vessel and procedural factors that may have contributed to them. There is no clear indication that these events were design or manufacturing related. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any add'l info will be submitted within 30 days of receipt.